Manufacturer narrative:
(B)(4): used in a calcified vessel. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The three proglides are being filed under a separate manufacturer report numbers.

Event description:
It was reported that a physician trained in the use of the device attempted pre-closure placement of the perclose proglide device sutures in a heavily calcified common femoral artery prior to an aaa interventional procedure. Reportedly, after placing the initial proglide suture, an attempt was made to place a second and third proglide device suture, but when the needle plunger was removed, no suture was present on the needles. The device was removed over a guide wire and during an attempt to place the suture from a fourth proglide device, as the knot was being advanced to the arterial surface, the knot locked and could not be advanced further. A cutdown was performed revealing a tear in the artery, which was surgically sutured. There were no reported adverse patient sequelae. Though requested, no additional information was provided.